Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia and epigastric hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, ¿an incision was made in the supraumbilical region. The fascial defect was identified in the periumbilical region. The hernia sac was also identified and reduced. The epigastric hernia was then dissected out. The fascial defect was identified and the hernia sac was also reduced in the epigastric hernia area. A ventralex mesh (device 1) was placed into the fascial defect and covered both hernia sites. The fascia was then closed with sutures.¿ on (B)(6) 2019 - patient was diagnosed with recurrent umbilical hernia thereby underwent laparoscopic repair with excision of ventralex mesh (device 1) and implant of ventralight st mesh (device 2). Per op notes, ¿an incision was made in the left upper quadrant. Omental fat adherent and incarcerated into the ventral hernia defect was noted. A previously placed mesh (device 1) was rolled up and incarcerated into the hernia defect. The omental fat in the umbilical hernia was reduced. A ventralex mesh (device 1) was excised. The umbilical hernia was fully reduced. A ventralight st mesh (device 2) was placed at the epicenter of the umbilical hernia defect and secured with suture."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol bd ventralex mesh (device 1). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex hernia patch and ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.